Event description:
It was reported that the patient had reportedly been light headed and dizzy. Upon interrogation, the right ventricular lead exhibited noise, oversensing, and low impedance. During revision procedure, fracture was noted on the lead. The lead was capped and replaced. The patient was doing fine.

Manufacturer narrative:
(B)(4).